Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 478 mg/dl. The customer also reported receiving a sensor end alert. Customer was assisted with rewinding and priming their insulin pump. It was also found the customer had been hospitalized three times in the past, but they were not on insulin pump therapy at the time. Customer also stated they were a brittle diabetic. No additional information provided.